Event description:
The pt was hospitalized for elevated blood glucose levels. The pt's father reported that the pump was emitting loss of prime warnings.

Manufacturer narrative:
The pump was returned to animas for eval. Upon receipt at animas, the pump was inoperable as it could no longer be primed. Eval revealed a damaged force sensor. Consistent with the pt's report, the pump history indicated that the device emitted loss of prime warnings alerting the user that insulin delivery was interrupted. The pump history also indicated that the pt's insulin dosages were consistent prior to the hospitalization.